Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history noted. The insulin pump was monitored for several days and no unexpected bolus anomaly or bolus history anomaly noted. The insulin pump had cracked case at the display window corners and minor scratched display window.

Event description:
It was reported that bolus was delivered without prompt from customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.